Event description:
Type of procedure: gastric by-pass. According to the reporter: staple device used for gastric bypass failed. When the staple line was checked intra operatively it was discovered some staples did not completely close causing a leak. As part of the routine technique the surgeon checks for leaks before closing. When the leak was discovered the physician re-sutured the suture line manually using sutures instead of staples. This extended the procedure considerably. Because of the length of the procedure the pt was placed in ICU instead of the floor for close observation.

Manufacturer narrative:
(B)(4).